Event description:
It was reported that during a shoulder arthroscopy, when unclogging the wand that a piece of the electrode had flaked off. The device did not break inside the patient. A backup device was not available and it is unknown how the issue was resolved. No patient injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Visual evaluation under magnification shows partial detachment to the right side of the electrodes and a crack in the screen on the left side. There is discoloration present on the cap from activation of the device. There were no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and plasma was generated on the remaining electrodes. The suction line was tested and saline flowed through-out the line without hesitation. The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a metal object such as a cannula. Other factors that could contribute to the damage includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. There are no indications during manufacturing record review that would suggest the wand did not meet product specifications upon release into distribution.

Event description:
It was reported that when unclogging the wand that a piece of the electrode had flaked off. No patient injuries were reported.